Event description:
The caller reported, the patient described the tube's flange edges as being rough and caused skin irritation. The caller stated that if he loosens the patient's tracheostomy tube ties for relief, then the tube is not correctly positioned. A non-routine replacement of the tube was required.